Event description:
A report was received that the patient had pus and infection at the pocket site. The patient underwent an explant procedure. The patient was given intravenous antibiotic for the infection. The physician believed that infection was procedure related. The patient was reportedly doing fine following the procedure.

Event description:
A report was received that the patient had pus and infection at the pocket site. The patient underwent an explant procedure. The patient was given intravenous antibiotic for the infection. The physician believed that infection was procedure related. The patient was reportedly doing fine following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.